Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this aortic mechanical valve, ultrasound showed that one valve leaflet would not open. Therefore, the valve was explanted and replaced with another valve. No additional adverse patient effects were reported.